Event description:
On (B)(6), 2010, this pt was implanted with gore tag thoracic endoprosthesis to treat a thoracic abdominal aneurysm. During this procedure there was distal type I endoleak that the physician chose to leave. On (B)(6), 2010, the patient had a CT scan that revealed a proximal type I endoleak. On (B)(6), 2010, the physician performed a diagnostic angiogram to investigate the possibility of a type ii endoleak. On (B)(6), 2010, the pt was implanted with a medtronic talent graft to address the proximal type I endoleak. The graft was intentionally placed to cover the celiac artery. Completion angiogram revealed that the type I still persisted. The pt was closed up, and tolerated the procedure. The pt is being monitored.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add'l device involved: tgt3415/(B)(4).